Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was noted to be dislodged post implant. During procedure, the physician noted body fluids in the lead insulation, guidewire could not be inserted, slight mechanical damage. The lead was explanted and replaced successfully. The patient experienced no adverse consequence and was feeling very well.